Manufacturer narrative:
Maude report number is: mw5097278.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber broke and was also forward firing. The procedure was completed with a second fiber without patient complications.